Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 13 years following an intraocular lens (iol) implant procedure the patient experienced decreased vision. Glistenings were noted in the iol. Additional information was requested. There are two medical device reports for this patient. This report is for the first eye.